Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for a pulse generator change out. The atrial lead exhibited low impedance. The lead was capped and replaced. The patient was doing well post procedure and would continue to be monitored.